Event description:
Customer alleged patient was being transported in a lift and went over an uneven floor. Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a female whose age, height and weight are unknown. The patients medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Invacare received a call from an rn at the pennsylvania dept. Of health. It was stated that the patient, a resident of mason's cove, was being transported from one room to another in the sling, going over an uneven threshold. Page 34 of the owner's manual states a warning, "the invacare patient lift is not intended as a transport device. If the bathroom facilities are not near the bed or if the patient lift cannot be easily maneuvered towards the commode, then the patient must be transferred to a wheelchair and transported to the bathroom facilities before using the patient lift again to position the patient on a standard commode". Page 9 of the owner's manual warns, "during transfer, with patient suspended in a sling attached to the lift, do not roll caster base over uneven surfaces that could cause the patient lift to tip over. Use steering handle on the mast at all times to push or pull the patient lift". Page 20 warns, "the operation of the patient lift is an easy and safe procedure. Do not attempt any transfer without approval of the patient's physician, nurse or medical assistant. Thoroughly read the instructions in this owner's manual, observe a trained team of experts performing the lifting procedures and then perform the entire lift procedure several times with proper supervision and a capable individual acting as a patient". Page 7 of the owner's manual warns, "invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products". It was also stated that the invacare 9043 standard series sling was being used on the (B)(4) lift. This sling, the 9043, even though it is an invacare product, is not approved by invacare for the (B)(4) lift. Page 14 of the 9043 standard series sling owner's manual lists the approved invacare slings. The (B)(6) has confirmed that the device has been sequestered. It is unknown what personnel was transferring the patient at the time of the incident